Event description:
It was reported that the device exhibited a ¿no disposable clamp tubing" alarm. The pump settings were reviewed (res vol 8.1 ml, cont rate 2.3 ml, vol given 97.70 ml) and the pump was powered off. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.